Event description:
Info provided to kci indicates that the pt had a non-healing wound of the abdomen and was referred to the wound care clinic for eval. A CT scan was inconclusive, so the physician in the clinic under local anesthesia probed the wound and removed two small pieces of foam. The physician alleges that the foam was a kci prod. According to the physician, there were add'l foam pieces retained that she was unable to remove and the pt was referred to a surgeon. According to the medical records obtained from the surgeon, the pt underwent excision of the foreign body under general anesthesia. All foam material was removed. Hemostasis was satisfactory and there was minimal blood loss. The wound was packed with saline soaked gauze. Dressings were applied and pt sent to recovery room in good condition. Additionally, there was no apparent purulent material around the foam at the time it was removed. According to kci records, the pt rec'd v.a.c. Therapy from 2007 to early 2008 and was using both granufoam and whitefoam dressings.

Manufacturer narrative:
V.a.c. Labeling states under "warnings" regarding foam placement: "always count the total number of pieces of foam used in the wound and document that on the drape and in the pt's chart." It also states regarding foam removal: "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces were removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse events." It is unk if the home hlth agency had implemented any count and record protocol as recommended by the MFR's labeling.